Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start post anesthesia of a da vinci-assisted surgical procedure, an intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting assistance by the customer to report that the surgeon was unable to take control of instruments installed on universal surgical manipulator 3 (usm 3) and usm 4 using right master tool manipulator (mtmr). Control of usm 1 using left master tool manipulator (mtml) was functioning as expected. Tse reviewed system logs, and no related errors were identified. Tse asked caller to verify whether the leds on the usms were solid or blinking blue. Caller reported that all leds on usms were solid blue. Tse then instructed the caller to check whether the grip on mtmr was able to reach the fully closed position. Caller reported that it appeared to reach the closed position but also noted an unusual noise and abnormal grip-closing behavior. Tse instructed caller to clean the grip sensor on mtmr and press the swap pedal twice to attempt instrument control again using mtmr. Caller reported that the issue persisted. Tse then asked the caller to attempt closing the mtmr grip with slightly more force. Caller confirmed that the issue still persisted. Tse subsequently instructed caller to perform a system power cycle. Caller reported that the issue persisted after the power cycle. The procedure was converted with no reported injury.